Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 01-jun-2018 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that cubie failed. The field service engineer removed the drawer from the main station chassis and inspected the rear components. All cable connections were reset, and the drawer was reinstalled in the main station. The pixie bus cable was reconnected, and the station was restarted. During the startup sequence, the engineer logged into administrative mode and performed the required diagnostic tests. The system functioned as intended after the field service engineer (fse) resolved the issue.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es cubie was failed to open. The customer stated that this malfunction occurred while trying to dispense the medication and caused a delay to the patient care. However, there were no adverse events or injuries reported based on this event.